Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the handle of the lens was found to have broken off after the injector exceeded the edge of the material. Hence new lens was used to complete the surgery.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. Plunger override was observed on the returned photo. Photos provided shows an activated preloaded device taped inside a blister tray. The plunger appears to be advanced into the lens bay and appears to be advanced slightly over the intra ocular lens (iol). The iol appears to be in the lens bay. The reported broken haptic cannot be observed from the attached photos. We are unable to determine the root cause for the reported complaint "broken haptic.". The product was not returned for analysis. Plunger override was observed on the returned photo. Plunger override may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the operating room temperature is too high (greater than 23 degree celsius/ 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The product history records confirm that the product met release criteria. / based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).